Event description:
It was reported that the user experienced a low blood glucose of 60 mg/dl after overnight hyperglycemia from a high-sugar dessert and subsequent corrections while using the ilet system; the user treated the low with approximately 50 grams of carbohydrates and sought guidance about announcing the breakfast meal, and was advised to treat the low first and then announce once stable due to risk of further hypoglycemia. Symptoms included hypoglycemia and preceding hyperglycemia. Outcomes included the need for unexpected medical intervention in the form of carbohydrate administration, with glucose later reported at 185 mg/dl. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and there was no applicable device component implicated; the medical device problem was characterized as an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.